Event description:
It was reported the lead was tested intra-operatively and all contacts were found to be invalid. The lead was removed and another lead was implanted; the pt received effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.